Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified brachial vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the 3rd inflation at 20 atmospheres, the balloon ruptured. The device was completely removed without any issue noted and the device was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was good.